Event description:
A dreamstation auto CPAP device was returned to the third party service center as part of the recall process with no initial complaint. During servicing of the device, evidence of visible foam particles was observed inside the blower kit. Additionally, damaged buttoms on upper enclosure was found. The device has been repaired. There was no report of patient harm or injury. No medical intervention was reported.